Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection with erosion occurred. Cultures were taken, and treatment was administered. The cardiac re synchronization therapy defibrillator (crt-d) was used as bridge to the new device implant, and was taped to the external body for pacing function only. Subsequently, the crt-d system was explanted and replaced approximately ten days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.